Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device functioned within electrical specifications during detailed analysis. Indications in the device's memory and electrical charge time testing suggest the device battery management system calculated a higher hybrid current bin, which reduced the longevity remaining and resulted in the elective replacement time (ert) and end of life (eol) declarations. The device did not meet the customer expectations concerning longevity remaining.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific crm received information that upon interrogation four months ago, the device battery voltage showed one and a half years remaining with a magnet rate of 90 bpm and the auto capture turned on. The device was programmed to dddr with only the accelerometer feature turned on. The patient complained about not having enough rate support while walking, so the minute ventilation feature was also turned on. It was also noted that the right atrial lead threshold measurement was high, but the ventricular lead threshold measurement was fine. Recently, the patient still complained of shortness of breath, so the physician brought him in and interrogated the device. It was discovered that the device had reached end of life (eol) one month prior (only three months after the previous interrogation). It was suspected that the device programming at eol is what caused the patient's fatigue. The device was explanted and no additional adverse patient effects were reported. The device will be returned for analysis.